Manufacturer narrative:
Device was not returned to manufacturer for evaluation. X-rays review shows that fatgue fracture of screws due to non fusion.

Event description:
It was reported that the patient underwent c6-c7 fusion. It was revealed in x-rays that the screws broke approximately 8 months post-op. No other patient complications were reported.